Event description:
MFR rep reported pt infection in right leg. Pt has two peripheral stimulation systems. Pt complained of painful feelings of cutting and tugging. "Debreading" and testing was done. No report of device explantation.